Event description:
In 2009, pt reported air bubbles formed in the insulin cartridge a day or two after placing a newly filled cartridge in the infusion device, resulting in high blood glucose readings. Pt reports her blood glucose reading a day prior was 377 mg/dl. Pt states she disconnected from the infusion device, primed out the air bubbles, reconnected to the infusion site and corrected her blood glucose. Pt reports her current infusion adapter had been on the infusion device since 2008. Educated her on when to change the adapter. Verified that the vent holes on the current infusion adapter were white. Pt stated she makes sure there are no air bubbles during the change the cartridge process. She reports the current insulin cartridge in use expires 2007-08. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.